Manufacturer narrative:
It was reported that while patient was laying on the re-usable u-shaped lift sling, the four top/head sling loops broke resulting in patient falling from an elevation of approximately three feet. The patient reportedly fell on the floor and hit her head (without loss of consciousness). Patient was sent to an emergency department for further evaluation and treatment. Per physician's progress notes received from the reporting facility, the patient sustained scalp/occipital/back of the head laceration (required 6-7 staples), 18 cm right lower leg laceration/avulsion (required 3 simple uninterrupted and 10 horizontal mattress sutures), 7x7 cm left upper arm avulsion, and 10x6 cm left upper back/shoulder avulsion. CT head was without acute traumatic findings; CT cervical spine showed mildly displaced fracture of left transverse processes of c6, c7, t1 as well as displaced fracture of 1st and 2nd left ribs; and, xr left elbow demonstrated non-displaced fracture of radial head. It was noted that patient was under hospice care and patient's power of attorney requested for pain control only and did not wish any treatment for the fractured bones. Patient was subsequently discharged to the reporting facility under hospice care with prescription for oral cephalexin (antibiotic medication). The patient died (B)(6) 2019 and reported cause of death is subsequent to injuries sustained in incident as well as respiratory failure. The sling involved in this incident was reportedly used for less than one year. No information was provided about the sling's laundering or maintenance. Due to the reported serious injuries and death, this medwatch is being filed. The sample has not been returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a hospice patient died, subsequent to multiple injuries sustained from a fall. Per report, while patient was laying on the lift sling, the four top/head sling loops broke resulting in patient falling.

Manufacturer narrative:
A summary of deficiency statement, written by indiana department of health, with the following information was received 09/03/2019. It was reported, "the (nursing home) facility failed to ensure an assistive device was in safe functioning condition resulting in a hoyer sling breaking." A statement from the facility's licensed practical nurse indicated, "I assessed the hoyer sling that was being used to transfer post fall. There was no visible wear and tear or fraying noted anywhere on sling. Straps appeared to have cleanly detached from the body of the hoyer pad." The patient sling (hoyer sling) was approximately in use for 12 months. Per report, the sling used was a prior (resident's) patient's sling, "her (prior resident's) name was written in a sharpie. She was discharged (B)(6) 2018." The sling involved in this incident has not been returned for evaluation. Photos of the broken slings were provided. The complaint of a broken sling was confirmed; however, a definitive root cause cannot be determined from the photos provided. The pictures show what appears to be a discolored sling binding (the fabric that goes around the sling's body perimeter). This may result from extensive washing cycles or have possibly been subjected to a chemical that caused the discoloration, like bleach. Of note, the following sling maintenance instructions are recommended: check condition before each use. If there is any fraying or visible wear and tear, do not use. Reusable slings should be replaced every six months. Follow care instructions on wash tag (do not use chlorine bleach). If illegible, do not use. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.